Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: 5076 lead implanted: (B)(6) 2002. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited varying impedances with significant rises and falls. High impedance measurements were also noted. The lead remains in use. No patient complications have been reported as a result of this event.